Manufacturer narrative:
(B)(4) the product was not returned for analysis; therefore, our investigation was limited and the underlying root cause could not be determined. There is no allegation or evidence that the device did not function as intended. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire2 revascularization device instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information through clinical data that a patient experienced vasospasm during a mechanical thrombectomy procedure. The patient was treated for a left middle cerebral artery (mca) occlusion. It was reported that after the second pass performed within the m2 of the mca, the follow up angiogram revealed revascularization with thrombolysis in cerebral infarction (tici) score of 2b. However, profound vasospasm was notice in the branches of the mca. This was treated with infusion of 3 mg of intra-arterial milrinona and 5 mg of intra-arterial nicardipine. The vasospasm has significantly improved after the treatment. The procedure was completed successfully.